Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
According to the additional information received, the patient has been recovering. No corneal edema or other corneal effects have occurred at this time. Visual acuity has been achieved. The type of procedure performed was cataract surgery + glaucoma shunt insertion.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that after glaucoma shunt implantation procedure, there was detachment of descemet membrane. He reported that it was the first time that the surgeon was using the microstent. He incised trabecular meshwork with the tip of a cannula and inserted it into schlemm canal. However, he felt that the cut was difficult, because the tip of the cannula was bigger than he expected or he felt the tip was not sharp but dull; it was too dull to make an incision. He considers that those factors would affect the detachment of descemet membrane. Currently there has been no treatment plan for the patient. Additional information was requested, but no further information is available. There are two medical device reports associated with this report. This is 1 of 2.